Manufacturer narrative:
The finished good lot involved in the incident reported was not provided. The sample was requested to the customer, for evaluation. Complaint sample has not been received, no inventory available for the finished good lot numbers reported. One (1) box of finished goods item 72-2740, lot mabq000 which was manufactured using same blade component lot used in one of the lots reported by the customer, was evaluated. The result of the evaluation showed that all blades were acceptable.

Event description:
During a corneal procedure, customer noted that the blade was dull and required additional force to penetrate tissue. As a result, the patient experienced a laceration of the epithelium which required additional treatment. (B)(4).